Event description:
On october 13, 2006, a clinical incident involving a evac 70 xtra wand was reported to arthrocare corp following an adenotonsillectomy procedure, it was reported, the pt sustained a grade 4 (second degree) burn to the right upper lip less than 1 cm in size. The burn was treated with a topical ointment. The pt is reported healing well. The burn was described as grade 4 from the initial report and has been confirmed as a second degree burn. Pt is reported to be doing well. No complications reported.

Manufacturer narrative:
H6. The device was returned for investigation. A visual examination and functional testing of the device was performed. The device was found to function properly and no problem was found. No occlusion can be made.